Manufacturer narrative:
Evaluating the image provided by the customer, it is possible identify barrel cracked, confirming the defect. The potential causes for the problem is barrel jam on feeder system or synchronism failure at assembly machine. That jam is inherent to the manufacturing process. The defect identified from this complaint will be monitored for trend evaluation. Bd was able to duplicate or confirm the failure mode indicated by the customer. Were evaluated the records of the batch and the visual evaluation of the image. During the production of the batch there were no records of occurrences related to this defect are observed, however after the analysis of the image it is possible identify barrel cracked. Based on this evaluation the potential causes for the problem is: jam at feeder system. Synchronism failure at assembly machine. Based on the severity, occurrence and quality data analysis for this family of product a CAPA is not necessary.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a there was a crack in a bd plastipak¿ 3 ml luer-lok¿ syringe, before use. There was no report of injury or medical intervention.